Manufacturer narrative:
Product analysis: at analysis it was noted that the main seal was bulging and that the red wire of the display was compromised. It was noted that the display needed replacing. The unit was cleaned and inspected, the main seal and display were both replaced and the unit was tested and calibrated on the automated test system and passed. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) returned for a calibration and service check subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.